Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment was not reported. The event was ongoing and action with pd therapy was not reported. No additional information is available as the reporter declined to provide follow up.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.